Event description:
Smoke was detected emitting from the dyonics shaver control unit while it was sitting in the or, waiting to be used.======================health professional's impression======================clinical engineering investigated and found that apparently when staff connected handpiece to the unit, two pins were bent and short circuited an internal wiring which caused the electrical traces on a board in the control unit to overheat and melt down. Potential for fire in the or; also, design of unit could be improved such that handpiece cable connecting pins are immune from this type of short circuit problem. Unit was sent to smith and nephew/dyonics for evaluation.